Event description:
It was reported that during use of right ventricular (rv) lead a sudden spike in threshold occurred. As a result, the implantable cardioverter defibrillator (ICD)nd rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, device reached elective replacement indicator (eri)/ recommended replacement time (rrt) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.